Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that there were multiple attempts to position the lead. When the optimal position was found the helix could no longer be extended. The helix would not extend when attempted on the table outside of the patient. The lead was abandoned and another lead was implanted. No patient complications have been reported as a result of this event.